Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 07/23/2018 stating that this lead had chronic high lv outputs and inhibition. The physician was dr. (B)(6) at cardiology consultant in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).